Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, the liner would not seat in the cup as expected. A new liner was used to complete the surgery with no complications or reported harm to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h6 reported event was unable to be confirmed due to limited information provided by the customer. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: remove type of investigation code 4114 ¿ device not returned. Visual examination of the returned product identified the barb to be scraped such that the material has peeled away from the liner. The sidewall is gouged in one location. The scallops are otherwise in good condition with no observed defects. The outer radius is free from scuffing, scratching, and indentations. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The additional information does not change the outcome of the previous investigation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.